Event description:
Litigation alleges that the patient suffers from pain, discomfort, burning sensation, and difficulty ambulating.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
**Update: (B)(4) 2013 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review.

Manufacturer narrative:
The devices associated with this report were not returned. A lot specific search of the complaint database and/or DHR review was not possible as the lot codes were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges elevated metal ions. Added age, revision surgeon & hospital, lawyer in associated contact, law firm, manufactured & expiration date of ips, updated product details in ips and updated patient harm. Added stem due to alleged elevated metal ions. Doi: (B)(6) 2009 - dor: (B)(6) 2013 (right hip).